Event description:
Pt had portacath inserted in '08. Pt underwent chemotherapy. At about approximately 4 months later, pt referred from oncology clinic to radiology dept for portacath eval (unable to get blood return flow). The cvir found that the distal tip of the portacath is lodged in the right pulmonary artery. Retrieval done, with difficulaty and complicated by brief episode of unresponsiveness. Tip successfully retrieved, post procedure, pt awake but admitted to ICU for monitoring. Upon arrival to ICU, pt became hypotensive & diaphoretic. Working diagnosis r/o massive pulmonary embolism vs. Transient bacteremia. Pt's condition deteriorated, arrested and died.